Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician successfully used an in.pact admiral drug eluting balloon to treat a lesion in the superficial femoral artery. Approximately 2-3 weeks later the patient returned with pain in his intervened leg which was very red. The physician did an ultrasound and checked abi's and everything was normal, the artery was patent, no intervention required. No known medical history/allergies that would make them prone to this type of event. No further clinical sequelae reported for this event.